Manufacturer narrative:
According to the information provided by the technician, no part was replaced, device passed pre-use check and was put for clinical use. There was no on-site visit by our technician. The device's logs were not provided for further analysis. As the cause of the alarm activation is unknown, the cause could not be determined. A correction of fields # d8 device serviced by third party, # d9 device available for eval? # h4 manufacture date were required. Device serviced by third party: previous device serviced by third party blank, corrected device serviced by third party set as "no." D9 device available for eval? Previous device available for eval: blank, corrected device available for eval? Set as "no." Manufacture date: previous manufacture date 11/28/2018, corrected manufacture date 11/08/2018.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that while on patient, the a leak was detected during invasive ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).